Event description:
Patient admitted 11/18/2024 with bleeding from a gastrointestinal (gi) source and supratherapuetic inr of 4.8 goal range 2-3. Inr's over the last 3 months have been approximately 1.6-3.5. Ldh on admission 964 (baseline ldh 200-500) pfhgb 76 (baseline 12-46). Ast only slightly elevated with alt and t-bili within normal limits. Lvad flows 3.6 with intermittent low flow alarms since 11/11/2024. Powers elevated to 7-8 range. Intermittent use of aspirin due to gi bleeds. Urinalysis with 1+ blood. On 11/20 with aortic valve opening with every beat cat scan of chest with noted biodebris within the bend relief. On 11/26 lvad hm2 exchanged for hm3. Visual inspection inside the pump with noted thrombus in stator.